Event description:
It was reported that during the implant attempt, the lead screw tip would not deploy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor was stretched. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis determined the lead was damaged at implant.